Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic converted to open treatment of an incisional hernia. It was reported that after implant the patient experienced infected mesh, adhesions, intermittent stitch infections, recurrent fluid collection, chronic granulation tissue, recurrence, milky fluid, chronic stitch abscess, open wound, acute and chronic inflammation, necrosis, foreign body giant cell reaction, fibrosis, abnormal fluid collection, fluid appeared purulent, focal ulceration, numerous foamy histiocytes, palpable mass in epgiastric area, chronic draining area, pain, mesh erosion, small bowel involvement, and hard area of induration. Post-operative patient treatment included mesh removal surgery, excision of abscess, wound vac placement, incisional hernia repair with implant of new mesh, and small bowel resection.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant the patient experienced infected mesh, adhesions, intermittent stitch infections, recurrent fluid collection, granulation tissue, recurrent ventral hernia, milky fluid, chronic abscess, and open wound. Post-operative patient treatment included recurrent ventral hernia repair with implant of new mesh and wound vac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic converted to open treatment of an incisional hernia. It was reported that after implant the patient experienced infected mesh, adhesions, intermittent stitch infections, recurrent fluid collection, chronic granulation tissue, recurrence, milky fluid, chronic stitch abscess, open wound, acute and chronic inflammation, necrosis, foreign body giant cell reaction, fibrosis, abnormal fluid collection, fluid appeared purulent, focal ulceration, numerous foamy histiocytes, palpable mass in "epigastric" area, chronic draining area, pain, mesh erosion, small bowel involvement, hematoma, allergic reaction, bleeding, seroma, perforation, and hard area of induration. Post-operative patient treatment included mesh removal surgery, excision of abscess, wound vac placement, incisional hernia repair with implant of new mesh, cat scan, medication, and small bowel resection. Relevant tests/laboratory data: (B)(6) 2012: pathology report of soft tissue/abscess from abdomen shows dermal acute and chronic inflammation, necrosis, abscess and foreign body multinucleated giant cell reaction associated with suture material. (B)(6) 2012: pathology report of soft tissue/chronic abdominal abscess shows foci of necrosis associated with acute and chronic inflammation and fibrosis. (B)(6) 2016: op note states cat scan of abdomen and pelvis showing an abnormal fluid collection underneath the mesh on left side of the abdomen. Once drained, the fluid appeared purulent but no white blood cells and no bacteria seen. (B)(6) 2016: pathology report of soft tissue from abdominal wall shows focal ulceration, extensive fibrosis with inflammation and numerous foamy histiocytes.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic converted to open treatment of an incisional hernia. It was reported that after implant the patient experienced infected mesh, adhesions, intermittent stitch infections, recurrent fluid collection, chronic granulation tissue, recurrent ventral hernia, milky fluid, chronic stitch abscess, open wound, acute and chronic inflammation, necrosis, foreign body giant cell reaction, fibrosis, abnormal fluid collection, fluid appeared purulent, focal ulceration, numerous foamy histiocytes, palpable mass in epgiastric area and hard area of induration. Post-operative patient treatment included recurrent ventral hernia repair with implant of new mesh and wound vac.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infected mesh, adhesions, intermittent stitch infections, recurrent fluid collection, granulation tissue and milky fluid. Post-operative patient treatment included revision surgery.